Event description:
It was reported that at the end of a da vinci-assisted radical nephrectomy procedure, it was observed that the cannula port that had a harmonic ace instrument inserted was found to have a piece of the seal missing. The surgeon searched the anatomy for the seal cap piece but it was not found. This lengthened the procedure for an unspecified amount of time. X-rays were performed; the results of these were not known by the report source. The procedure was completed robotically. Incidentally, the patient was taken to the post anesthesia care unit where approximately 90 minutes post-procedure the patient began to hemorrhage and expired during transport to an operating room. The site and cause of the bleeding and patient outcome were not provided. An attempt to contact the surgeon was made; no response has been received. The site robotics coordinator stated she was not present during this procedure and did not know the origin of the post-operative bleeding. It was not known if the prolonged procedure time was related to the patient¿s post-operative bleeding. No additional information was provided.

Manufacturer narrative:
The cannula seal involved with this event has not been returned for failure analysis investigation. The patient post-procedure outcome is reported in the related report number in section h10.